Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the infusion set supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy. Customer's blood glucose reached 600 mg/dl. Customer did not respond to attempts to obtain additional information.

Manufacturer narrative:
Reportedly, the customer had moderate ketone levels. A manual insulin injection was used to address blood glucose. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.